Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen displayed lines, became unresponsive, and was confirmed cracked upon review of a photo, leading to a replacement being shipped and instructions for data sync and device return provided. Symptoms included hyperglycemia with a reported highest blood glucose of 354 mg/dl and levels above 180 mg/dl for over two hours, without ketone testing, medical intervention, or assistance required. Outcomes included initiation of backup therapy by the user. Investigation included remote assessment of the reported display damage and logistical processing of a replacement device. Investigation of this device revealed damage to the lcd/display consistent with a cracked screen and resultant loss of usability. It was concluded, based on previously established findings for similar reports, that the cause was device damage from external forces.